Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip xtw was implanted and second mitraclip xt was placed on the medial side of anterior and posterior leaflet 2 (a2p2). During the first established final arm angle (efaa) testing, perforation was confirmed on the anterior leaflet during mr evaluation. Per the physician, leaflet damage was due to the mitraclip. At the time of full closure of second clip, mr was increased. Mr was grade 3+ after perforation. Physician decided to replace mitraclip xt with mitraclip xtw and was implanted on the medial side of the perforated leaflet. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.